Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis and subsequently hospitalized. The cause of peritonitis was unknown. The hp was treated with cipro ip (dose and frequency unknown). The hp had not yet recovered at the time of this report this is report 3 of 3 for this peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Related complaints (B)(4).